Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
(B)(6) rn, called for assistance with a gas loss alarm on a cardiosave during use, no patient harm or injury was reported. She reported that the pump had gone into standby with no significant alarm noticeable.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Esp personnel guided kerry through printing the trigger and alarm log, which indicated that the gas loss alarm had been triggered multiple times since the previous night. Kerry suspected a possible pump malfunction. She had not used the help screen but did press and hold the iab fill key when the most recent alarm occurred. Also, instructed her to verify that there was no blood present in the helium tubing, that all connections were secure and correctly attached, and that there were no visible kinks in the line. Explained the nature of the alarm. Based on the patient¿s hemodynamics and overall clinical condition, the cause of the alarm remained undetermined, but it was possibly related to patient movement.

Event description:
N/a.